Event description:
It was reported that a revision surgery was performed due to a broken stem.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Should we receive relevant clinical documents at a later date an investigation may be forthcoming. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.